Event description:
Note: this report pertains to the first of three reported malfunctions which occurred during the procedure. According to the complainant, the sphincterotomy could not be completed with the hydratome rx sphincterotome device due to the inability to bow the distal segment of the catheter. Reportedly, the sphincterotome was removed and replaced with an autotome rx sphincterotome device. Refer to MFR report # 3005099803-2008-06160 for details regarding the second device.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. (B)(4).